Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a hard to raise flap during a laser treatment. Additional information received states that the flap had been raised and the patient's postoperative outcome was as expected.

Manufacturer narrative:
According to the insufficient information the reported treatment cannot be linked to a treatment in the logfiles. So a review of the complete day was performed. During the whole day the user performed successfully 10 treatments without any error or warning. During the complete day the user performed the energy check in the required time range and the energy was stable with no abnormalities. No warning or error messages and further no abnormalities are detectable. So no technical problems or deviations could be identified by the logfile review. No technical root cause could be identified by the logfile review, as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).